Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
(Replacement head) falls off - oral-b [device breakage]. Case narrative: consumer via chat stated that the oral-b replacement heads fell off of their oral-b electric toothbrush, type 3756 (product lot: f016 11318) while brushing. No injury was reported.

Manufacturer narrative:
On 20-feb-2023 product investigation results: product was identified as a non genuine oral b product, it was not manufactured under p&g control.

Event description:
(Replacement head) falls off : oral-b [device breakage]. Product counterfeit : oral-b [product counterfeit]. Case narrative: consumer via chat stated that the oral-b replacement heads fell off of their oral-b electric toothbrush, type 3756 (product lot: f016 11318) while brushing. No injury was reported. On 20-feb-2023: product investigation results: the suspect product was confirmed to be oral-b power power oral care refills crossaction eb50 brush set 4ct. The concomitant product was confirmed to be oral-b power rechargeable toothbrush handle 3756. The suspect product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported. On 23-feb-2023 case update: the suspect product lot was c636. No injury was reported.